Event description:
Additional information was received that the patient was seen again and was showing a current not delivered message upon diagnostics, and it was showing that a current step less than the one at which the patient was programmed could be delivered. The lead impedance was within normal limits and it was stated that looking back at visits, the impedance has not increased at all. The patient's settings were lowered for both normal, autostimulation, and magnet mode to the level that could be delivered, the pulse width was left unchanged, and the duty cycle was increased as the patient's seizures had increased. After doing so, the diagnostics showed that current was able to be delivered. An updated review of the generator data still showed the device had low output current with impedance values within normal limits and the minimum output current that the generator is expected to deliver after accounting for normal variations in impedance accuracy and output voltage higher than what the patient was programmed to. Additional patient data was reviewed and confirmed that the patient was not receiving therapy above the current at which the low output current message was no longer being seen. No additional information has been received to date.

Event description:
Information was received that the patient's output current was reduced initially however did not resolve the low output current issue. The "current not delivered" message continued to appear on the tablet. It was then reported the patient's settings were increased to the previous setting and on a session report at the end of the appointment it was stated the patient's increased, programmed current was being delivered. No additional relevant information has been received to date.

Event description:
It was reported that a patient's output current is not being delivered and the device is giving a "current not delivered, 1 issue found" message with a red triangle. The output current being delivered was lower than the patient's programmed normal output current. It was stated the magnet was swiped and the patient feels the magnet stimulation and the device seems to be functioning as normal. No additional relevant information has been received to date.